Event description:
It was reported that a letter was received from the solicitors requesting manufacturing dates for mitch and abg ii implants which were allegedly implanted into the right hip of a female patient during primary surgery in 2008. The patient has allegedly been advised of need for revision but has yet to undergo surgery.

Manufacturer narrative:
Additional devices reported: std mitch trh cp sz 48/54, cat # mac-9988-4854, lot fm063762, manufacturer: depuy. Mitch trh md hd sz 48+0, cat # mmh-9988-0048, lot fm067397, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided in regards to a legal claim. No additional information is available at this time due to ongoing litigation. The device history review and complaint review for the reported stem confirmed that the devices were manufactured and accepted into final stock with no reported discrepancies and there have been no similar reported events for the subject lot code. The exact cause of this event could not be determined based on the information available. It is reported that the patient has been advised of the need for revision surgery however the reason has not been specified.